Manufacturer narrative:
This is an initial report. The device has been returned and an investigation is in process. A follow-up report will be sent upon completion of the investigation. The date of the event is unknown.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Did not observe meter show past readings when test strip was inserted. The complaint is not confirmed.

Event description:
On (B)(6), 2011 a customer reported that after strip insertion, her freestyle freedom glucose meter would only display past readings. As a result of this issue, the customer stated she was unable to test and experienced symptoms of "dizziness, high blood pressure" that "started last month" on an unknown date. The customer presented to a health care facility and reported a diagnosis of hyperglycemia (no reading provided), in addition to "poor circulation in legs, vascular ulcers, hypertension, hyperlipidemia, obese, skin temperature, claudication, gangrene". The customer stated "they put her on a machine" (she indicated she did not know what kind of machine it was), and that she was given an "insulin shot", which was a change to her normal medications. The customer reported self-treatment with glipizide, metformin and aspirin to counteract the event. There is no report of death or permanent injury associated with this report.